Event description:
Customer reported, "both housing cracked, hh swivel connector is causing intermittent reading." There is no patient involvement.

Manufacturer narrative:
The returned device was evaluated and the unit was found to have cracked housing and no connection with the handheld. The docking station lights up repeatedly when handheld is docked but no communication is established. The loss of communication is caused by the damaged housing via the interface cable which is also damaged. A service history record review reveals that this unit was in the field for over five (5) years with no previous reported issues prior to this reported event.